Event description:
It was reported pt underwent revision surgery twice, due to catheter migration. On both occasions, the catheter was replaced by another one. According to the pt's son, his father was receiving (intrathecal baclofen) itb therapy and after some time, symptoms returned. The pt had been receiving morphine and itb therapy since (B)(6)2008. On (B)(6) 2010, pt went to the hospital reporting loss of efficacy (return of spasticity and pain). On (B)(6)2010, an x-ray was performed in order to verify catheter placement. It was seen that the catheter had migrated and was placed around the pump, in the pump pocket site. On (B)(6)2010, hcp explanted the initial catheter and implanted a new catheter. After a month of successful therapy, spasticity symptoms returned. On (B)(6)2010, the pt went back to the hospital, reporting loss of efficacy (return of pain and spasticity). Another x-ray was performed, and this time the catheter had migrated to the subcutaneous space. On (B)(6)2010, the catheter was explanted and replaced with another new catheter. Pt was currently receiving the following intrathecal medications and daily doses: 50ug/day baclofen + 0,3 mg/day morphine. It was noted pt was doing ok after the last replacement. Additional info will be provided when it becomes available.

Manufacturer narrative:
(B)(4)